Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer receiving stuck button alarm and fallen in the lake. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
Successfully downloaded history files and traces using thus. The pump passed the self test. All buttons were tested while navigating the menus, and they all worked properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no relevant alarm were recorded in download history files. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, keypad flex connector and force sensor flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit also received with cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and cracked belt clip rails. In conclusion, customer concern for stuck button alarm was not confirmed during testing. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Exposed to moisture was confirmed on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.